Manufacturer narrative:
The customer does not have any sample left for in-house testing. The cause of the discordant, falsely low anti-tg ab result on one patient sample is unknown. Siemens is investigating the issue. MDR 2432235-2018-00092 was filed for the same issue.

Event description:
A discordant, falsely low result was obtained for autoantibodies to thyroglobulin (anti-tg ab) assay on one patient sample on an immulite 2000 xpi instrument, while using kit lot 675. The result from the immulite 2000 xpi instrument was reported to the physician(s), who questioned it. The sample was repeated on an alternate platform, resulting higher. It is unknown if the result from the alternate platform was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low anti-tg ab result.

Manufacturer narrative:
The initial MDR was filed on 02-mar-2018. Additional information (05-apr-2018): a siemens headquarters support center (hsc) specialist reviewed the event data. The hsc specialist stated that without having a sample to perform in-house testing, knowing which alternate platform was used to perform repeat testing for sample in question or having other thyroid test results, the cause of the issue could not be determined. The potential cause of the issue was due to sample handling/sample preparation. Quality controls and adjustments were valid and with acceptable range. The device is performing within manufacturing specifications. No further evaluation of device is required. Result and conclusion codes have been updated in section h6. MDR 2432235-2018-00092_s1 was filed for the same issue.